Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR# 1627487-2011-07027. The patient received an scs system on (B)(6) 2009. It was reported on (B)(6) 2011 that the patient is in migraine study and has had reduced stimulation. Patient x-ray showed lead migration. Attempts made to gather additional information have been unsuccessful. No further information is available at this time.